Manufacturer narrative:
Device is a combination product. Device code corrected from adverse event without identified device or use problem 2993 to material deformation 2976.

Event description:
It was reported that acute stent thrombosis occurred. The chronic totally occluded, 4.00mm target lesion was located in the rad vessel. A promus premier dug-eluting stent (des) was advanced for treatment and deployed in the rad. Acute thrombosis in the stent was noted. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable. It was further reported that when a 28x4.00mm promus premier des was advanced, a vasospasm occurred which resulted in acute thrombosis. The stent was immediately removed and the thrombus treated by suction. The physician considered the cause of the vasospasm to be the patient's sensitive blood vessels. The same stent was advanced again but it was noted that the stent was lifted up so the device was removed and the procedure completed with another of the same device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 4.00 x 28 mm stent delivery system was returned for analysis with a missing portion of the polymer extrusion shaft. A visual examination of the stent found evidence of stent damage on the proximal end of the stent, with struts stretched proximally. A medical-tape like material was partially covering the stent, this tape was removed from the stent without issue during analysis, revealing an undamaged distal end. The stent had also moved proximally on the balloon. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found that a portion of the polymer extrusion, with the stent and balloon attached, was separated from the device. Part of the device, including most of the polymer extrusion shaft and port bond, was not returned for analysis. The break site is located on the mid-shaft 112.8cm distal to the distal end of the strain relief, with the core wire exposed. No other issues were identified during the product analysis.

Event description:
It was reported that acute stent thrombosis occurred. The chronic totally occluded, 4.00mm target lesion was located in the rad vessel. A promus premier dug-eluting stent (des) was advanced for treatment and deployed in the rad. Acute thrombosis in the stent was noted. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable. It was further reported that when a 28x4.00mm promus premier des was advanced, a vasospasm occurred which resulted in acute thrombosis. The stent was immediately removed and the thrombus treated by suction. The physician considered the cause of the vasospasm to be the patient's sensitive blood vessels. The same stent was advanced again but it was noted that the stent was lifted up so the device was removed and the procedure completed with another of the same device.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that acute stent thrombosis occurred. The chronic totally occluded, 4.00mm target lesion was located in the rad vessel. A promus premier dug-eluting stent (des) was advanced for treatment and deployed in the rad. Acute thrombosis in the stent was noted. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.